Manufacturer narrative:
Continuation of d10: product ID 3058, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The placement of the battery was near a nerve in their hip that caused much pain when they would lie down. It happened with both interstim devices. Perhaps the device was too large? They were on their 3rd device praying this works.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they had stimulator surgery a couple of times, they had to take 2 batteries and 2 leads out so pt has 3 big huge wound scars, pt said they were flipping, pt said they did not like her body, the little electrode would flip over and would just push out of her skin the last one had to be removed because it was making her left hip terrible when she would lie down at night it was so uncomfortable it was sitting on something it should not have been. Did not clarify if patient was talking about the inss or the leads when pt said "they" were flipping because this information was mentioned during the related call and not the primary purpose of the call. The most current ins system was replaced on (B)(6) 2021. Pt continues to work with their doctor and has an appointment on friday.  No further complications were reported/anticipated at this time.